Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 55mg/dl. Nothing further reported.